Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and twist clamp of a minicap transfer set. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3 and h6. H10: the sample was received and evaluated. The returned sample was dry with an opened pouch and the original cap was on the dark blue connector. A visual inspection with the naked eye and magnification noted the female connector was separated from the light blue main body. The insert chip was present and there was no indication of solvent on the top of the insert chip. There was no evidence of solvent on the inside barrel of the light blue main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was due to inadequate solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.